Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including pacing testing and bench handling without duplicating the report. Review of the device log found instances of poor coupling between the device and patient. The device was recertified and returned to the customer. The accessories used during the event were not returned as part of this investigation. No trend is associated with reports of this type.